Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient receiving intrathecal bupivacaine (dose/concentration unknown) and morphine 0.03 mg/day (con centration unknown) via an implanted pump system. . The patient stated their pump started alarming on (B)(6) 2016. They were supposed to travel to (B)(6) for a refill on (B)(6) 2016, but they had to cancel because they had no hot water. The appointment was rescheduled for (B)(6) 2016. It was reviewed the patient's pump was alarming since they missed their refill date, and the personal therapy manager (ptm) displayed the date of (B)(6) 2016. The patient reported an increase in pain. Additional information was received from the patient on (B)(6) 2016. They stated they had missed two refill appointment within the month due to transportation issues, and the patient's pump was alarming. The patient still hurt some, but the pump had allowed them "to tolerate their pump." Their healthcare provider would not reschedule an appointment for them. Additional information was requested to determine what troubleshooting was performed related to the pump alarm; what diagnostics were performed related to the patient's increased pain; what actions or interventions were taken to resolve the missed refill, pump alarm, and increased pain; and what caused the pump alarm.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had not shown for any of her refill appointments ( B)(6) 2015, (B)(6) 2016), and was last seen for a refill on (B)(6) 2015. The cause for the pump alarm was that the patient needs to be refilled.

Event description:
Additional information received reported that the patient had missed appointments to get the pump refilled on (B)(6) and as of (B)(6) 2016, the pump had still not been refilled. The patient was advised to contact the healthcare provider to set up an appointment and get the pump filled as soon as possible.